Manufacturer narrative:
(D10) concomitant device(s): 02-010-06-0240 - tru cc femoral size 4 left: 4798194, 02-012-35-4017 - logic ps tib ins sz 4 17mm: 2916041, 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t: 2046914, 02-012-60-1480 - tru stem ext 14mm x 80mm: 4562441, 02-012-61-4000 - tru offset stem ext coupler, 4mm: 4690545, 02-012-60-2080 - tru stem ext 20mm x 80mm: 4539233, 02-012-61-4000 - tru offset stem ext coupler, 4mm: 5014271, 02-010-06-0541 - tru post. Aug. Size 4, 5mm: 4694401, 208-05-04 - cc distal fem augment sz 4, 5mm: 3984131, 208-06-04 - cc distal fem augment sz 4, 10mm: 4536864.

Event description:
Approximately 5 day(s) post-operative of a revised left tka of a competitor's product, it was reported via clinical study that the patient experienced a suture reaction - localized skin suture reaction with slight drainage. The patient was given medication and local wound care and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and possibly related to the procedure.